Event description:
It was reported that pump touchscreen became frozen and would not respond to input, so customer was unable to interact with pump screen. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual insulin injections for insulin therapy.